Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. On (B) (6) 2010, the pt/layperson complained that blood glucose results with her onetouch ultra meter were inaccurate. The pt alleged that on (B) (6) 2010 she obtained 317 mg/dl in the morning and took her usual 500 mg glucophage. The pt did not state whether she then ate breakfast. At 11 a.m, "three hours later" the same morning, the pt was sweaty and shaky. The pt ate "sweets and juice". When asked if she consumed glucose tablets, the pt responded "yes." The pt did not have test strips available so that the cca could troubleshoot. Because the pt reportedly developed symptoms that can be associated with hypoglycemia and alleged that they occurred after she obtained an inaccurately elevated blood glucose, the complaint is reported. The cca replaced meter, control and test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.